Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited increased thresholds and high impedance; a lead fracture was suspected. The lead was capped and replaced. The patient was doing fine after the procedure.